Manufacturer narrative:
Batch # r5ax2a. Investigation summary: upon visual inspection of two photos, the following was observed: the photo shows a device from jaws area and a pan can be seen inside of channel. The second photo shows a blue reload fully fired and without the pan attached. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. The analysis found that one pce45a device was returned with no apparent damage and with an ecr45b cartridge reload loaded on the device. The cartridge was received fully fired with the pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a left vats lobectomy, the surgeon requested an ecr45b to be loaded on pce45a. Upon firing, the surgeon faced a safety lockout. Surgeon then used the reverse button to return the knife to home position, then asked a scrub nurse to change a new reload, but the nurse was unable to sit the second reload properly into the jaw of the stapler. After multiple tries, nc sister came in and saw the metal piece of the reload stuck to the jaw of the stapler. A new device was opened to proceed with the procedure. There were no patient consequences.